Event description:
During an unspecified procedure, the physician used a cook instinct plus endoscopic clipping device. It was initially reported that when trying to use it, it was not possible to trigger the hemoclip. We interpreted this event as being unable to open or close this clip which has not historically caused serious harm or death to the patient so it was not reportable. On 02 may 2024 we received additional information stating that the event occurred when using the device and trying to clip the intended area making this a reportable event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
510(k): k212323. Investigation evaluation: a product evaluation was performed only by the picture provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photo provided we cannot complete a full evaluation. The picture provided show the distal end of the device, and the clip has been deployed. The deployed clip is not visible in the picture. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. The lot number in the photo matches the report. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the picture provided could not confirm the report. We could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states, "note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct plus endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.